Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that unstable angina, in-stent restenosis (isr) and vasospasm occurred. In (B)(6) 2016, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal left anterior descending artery (lad) with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct placement of a 2.50 x 20 mm synergy ii stents, resulting in 0 % residual stenosis. However, during index procedure post deployment of the stent, spasm was noted but this was relieved with administration of intracoronary nitroglycerin (ic-ntg). Five days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented with complaints of intermittent episodes of chest pain over the last four days. Subsequently, was referred to emergency room. EKG revealed normal sinus rhythm with qt prolongation and non-specific st segment abnormality .cardiac enzymes were also found to be negative. Patient was started on ivf and nitroglycerin drip. Coronary angiogram was postponed as the patient¿s inr was greater than 2. Heparin will be initiate and will perform angiogram once his inr value is less than 1.5. The following day, patient¿s coronary angiography revealed 40% mid stenosis, 90% focal proximal in-stent restenosis (isr) of the previous placed stent in distal lad and was treated by pre-dilatation and placement of a 2.25 x 26 mm and 2.25 x 30 mm non- bsc drug-eluting stent (des) in an overlapping fashion. Following post dilatation, the residual stenosis was 0% with timi 3 flow.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, chest pain was associated with pain radiating to arm, shortness of breath, nausea and diaphoresis. The following day, proximal extension required due to diseased mid left anterior descending artery associated with stent edge dissection. The dissection was associated with non-bsc drug-eluting stent. During the course of hospitalization, the patient had low iron and folate levels. The patient had symptomatic anemia with near syncope and he was transfused with 2 units of packed red blood cells. No bleeding diathesis was noted with the patient. After two days, the patient's computed tomography angiography of head and neck revealed stenosis of the internal and external carotid arteries. The patient's syncope was thought to be due to lambert eaton myasthenic syndrome and carotid artery stenosis. Three days after, right carotid endarterectomy was performed. After six days, the patient was discharged to a rehabilitation facility.